Manufacturer narrative:
The returned device was evaluated by physio-control's failure analysis center. The reported problem was verified. The root cause was determine to be due to a failure of the digital pcb assembly. The component root cause could not be determined.

Event description:
The device was returned to facility from the customer service department at medtronic. When evaluated, it was found that the device would not boot up completely. It was later reported that the customer had returned the device to the contracted service agent in a foreign country, because all the warning icons were displayed and the device would not function. There were no reports of pt use associated with the reported failure.